Manufacturer narrative:
(B) (4): eval results - (cva/stroke).

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lad. Pt was asymptomatic/free of symptoms at 30 day follow up and at 6 month follow up. It is reported that an ischemic stroke occurred approx 12.5 months following index procedure. It is reported that pt presented with symptoms of tia (without palsy) and was admitted to hospital. Independent discontinuation of asa and clopidogrel, 4 weeks prior to event, was reported. Cardiac embolism found, was excluded. Investigator indicated that event was not related to the study stent. Pt resolved completely.